Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. The customer stated: during the use of an epicranian today, it was impossible to activate the safety system allowing the needle to be retracted.

Manufacturer narrative:
H6: investigation summary bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 30 retained parts from the associated batch (1060479) were tested for correct retraction, all parts functioned correctly, fully retracting the IV cannula. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. The customer stated: during the use of an epicranian today, it was impossible to activate the safety system allowing the needle to be retracted.